Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an audible alert. Review of a remote transmission showed that the rv lead triggered alerts for high undefined out of range (oor) rv and superior vena cava (svc) defibrillation impedances. Pacing impedance variation was also noted. The lead remains in use. No patient complications have been reported as a result of this event.